Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) looked down and noticed the roller pump was not turning. The pump was in the arterial position. The ccp turned it back on and finished case. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the reported event was the arterial pump stopped during cpb. In review of the logs, the pump is stopped with the local control at 10:01:27. There is no indication of the pump stopping due to a clinical trigger (ie: air bubble detection, low level, or high pressure) and no indication of an error code. The pump was re-started (local control) at 10:01:37 (ten seconds after the stop). The lead perfusionist (ccp) and the other ccp during the case, are comfortable that the pump stopped due to accidental pressing of the stop button by the ccp. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00908. The field service representative (fsr) swapped the arterial roller pump (B)(4) with the sucker 1 roller pump (B)(4). The fsr made this move so that the pump in question would be in the less critical position. There was not an opportunity to install the loaner pump. The fsr reassigned the pumps in configuration mode, moved the colored occlusion knob caps and changed the tubing size on the roller pumps. The fsr performed testing and verification in the perfusion screen. He also tested the battery and alternating current (a/c) operation. The system operated to manufacturer specifications and was returned to clinical use.